Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician could not get the guidewire through the wire port of the wallflex biliary stent. The stent was never loaded down the scope and into the patient. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was received partially deployed by 2mm. During the product analysis the investigator inserted a 0.035in guidewire through the device without any tangible resistance. A visual and tactile examination found no kinks or damages along the shaft of the device. Based on the evaluation of the returned device, the complaint that the stent would not load over the guidewire was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.